Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the injection syringe disposable 1ml had no size distribution markings. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Results: one photo was received by bd (B)(4) and evaluated. A single loose 1ml ll syringe was observed in the photo from a reported batch #6214947 (p/n 309628). The barrel of the sample was completely blank with no visible scale markings. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.